Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic with noise on the right ventricular lead. The lead was capped on (B)(6) 2018 when it was fractured during an implant procedure. The patient was stable before, during, and after surgery.

Manufacturer narrative:
Patient identifier should have been (B)(6) rather than blank.